Event description:
It was reported that high threshold was observed. X-ray revealed that the lead was dislodged. The lead was to be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.